Manufacturer narrative:
Date sent: 10/28/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the tip of the device was colored orange-tan. Another device was used to complete the case. There were no adverse consequences to the patient.